Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed through quality testing. Maximum temperature recorded on the head of the attachment during under load testing did exceed maximum allowable temperature. The attachment stopped working after 1 minute and 21 seconds of under load testing. Cap end bearing failure, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. It is reasonable to suspect gear function was compromised by the added debris inside the head which is evident from significant wear on the teeth of the gears. All components looked dry with no evidence of lubrication.

Event description:
In this event a doctor reported that an estylus 1:5 ca attachment overheated and burned a patient's lip. The clinician administered vitamin e cream on the burn.